Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had intermittent button response due to keypad connector on lcd board unlocked. The insulin pump had missing address/serial number label, stained end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with syringes. The customer was off the insulin pump during their hospital stay. The caller reported physical damage in the form of cracks on the device. The caller stated that the device had a bent cannula, but the insulin pump did not alarm the customer on time. According to the caller, the delay in alarm caused the customer to go into diabetic ketoacidosis. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.